Event description:
Reporter stated that he has been using sonicare electric toothbrush and suffering from allergic reactions of black mold. Reporter said even if he cleans the toothbrush, it grows mold within 2 or 3 days. He contacted the manufacturer to advise them that the toothbrush should be recalled if need be to avoid from life threatening danger from black mold.